Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the xience prime, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the patient presented at the hospital with unstable angina and the procedure was to treat an eccentric de novo lesion in the mildly tortuous mid circumflex coronary artery. A 2.75 x 23 mm xience prime stent delivery system (sds) was selected for the procedure. The stent implant was successfully deployed with no issues noted. Immediately after the completion of the procedure the patient collapsed and died. It is the opinion of the physician that the patient's death was due to st-elevation, however no autopsy was performed to confirm the cause of death. No other information was provided.